Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that review of the device log observed error occurring on 11/11/25. Unable to verify the error due to physical damage found on the integrated circuit of the main board. Device failed internal inspection. The main board will be replaced to remedy the report. Board was sent to scrap. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device failed to charge to set energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.